Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the event. The cause of the peritonitis event was unknown. The patient was treated with fortum (dose, route, and frequency not reported) and vancomycin (1 gram, once every five days, intraperitoneally) for the event. The patient recovered from the peritonitis event, however was reported to be still be hospitalized., dianeal therapy was ongoing. No additional information is available.